Manufacturer narrative:
One device received for the device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. Visual inspection found that there was a crack in the downstream occlusion seal. The downstream occlusion seal was replaced and the downstream occlusion sensor was calibrated.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was failing upstream occlusion (uso) testing. This occurred while performing preventative maintenance testing, and there was no patient involvement.